Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. A second sample on the same patient was tested and the result was negative. Repeat testing was performed on one of the initial sample tubes and the result was negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. Siemens filed the MDR supplemental report 1 on (B)(4) 2012. (B)(4) 2013: additional information: a siemens field service engineer (fse) was sent to the customer site. The fse replaced the base pump, base probe, valve manifold, and aspiration tubes. The fse recalibrated the reagent probe. There were no further discordant results reported for the advia centaur cp troponin ultra after the fse visit. No conclusion can be drawn. The instrument is performing within specification.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. (B)(4) 2012: additional information: other patient data received: discordant advia centaur cp troponin ultra results were obtained for a patient sample when run in duplicate. Date: (B)(6) 2012, time: 02:15, sid: (B)(6), initial result: 0.128 duplicate result: 0.093. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The customer performed a precision study that showed acceptable precision. There are no samples left for further testing. The cause for the discordant advia centaur cp troponin ultra result is unknown. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.